Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent migration. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, mild to moderately calcified left anterior descending (lad) artery after implanting the 2.75 x 12 mm xience alpine stent in the vessel, the stent implant migrated forward about 5 mm and jailed the diagonal side branch vessel. Additional balloon dilatation was completed followed by two additional xience alpine stents being implanted proximal and distal of the bifurcation. The outcome was noted as good and there was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.